Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had over-heating. There was no patient involved.

Manufacturer narrative:
Due to characters limitations, e1 (initial reporter) is michael phillips and (event site name) is (B)(4). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: e3. A getinge field service engineer (fse) evaluated the unit and replaced expired safety disk part (0202-00-0140) tidal volume disk (0202-00-0142), compressor (0119-00-0236), both mufflers (0103-00-0499/0103-00-0631), missing leads (0012-00-1812-01) and IV pole (0436-00-0199). Performed checkout including all functional and safety tests as per manufacturers specifications. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective safety disk part, tidal volume disk, compressor, both mufflers, missing leads and IV pole. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a